Event description:
Reference number (B)(4). Event occurred in the united states. On 27-june-2024, it was reported that the patient encountered infusion set tubing is disconnected from cartridge pigtail. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.